Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that there was guidewire coating on the distal conductor of the lead and it was obstructed. The analyst noted that the competitor guidewire's hydrophilic coating adheared to the coil filars causing the guidewire to stick in the lead lumen. As a result, the coil filars became distorted when trying to pull the guidewire out of the lead. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the guidewire became stuck in the left ventricular lead and could not be removed. The lead was not used and another was implanted. No patient complications have been reported as a result of this event.